Event description:
A customer reported a cartridge change error with their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer by instructing them to inspect and clean parts of the pump and provided guidance on filling and loading a new cartridge. Initially, the customer was unable to load the cartridge successfully, but eventually, they succeeded using a cartridge from a different lot, which allowed them to complete the load process and resume insulin delivery.